Event description:
Reportedly, during the implantation procedure of the subject pacemaker, there was no capture after connecting it to the lead. The device was not implanted and will be returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the us however, it is similar to reply dr or sr models approved under p950029. Analysis pending.